Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-00746. Additional information received identified the patient underwent surgical intervention during which the model 3186 could be repositioned, however, the model 3286 could not. As a result, both were explanted and replaced with one single scs lead. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2 reference MFR. Report:1627487-2016-00746. It was reported the patient is no longer receiving left side stimulation (date of event is unknown) after experiencing a fall. Reprogramming was attempted to no avail, and x-rays were inconclusive. Surgical intervention will be taken at a later date to address the issue.